Event description:
It was reported that a cgm error occurred, specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer support provided information to perform a pump reset, guided the caller through the process, and advised waiting 20 minutes to start a new sensor session. The caller understood and acknowledged these instructions.